Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm stating motor power supply voltage error detected. Customer stated that they were able to clear the alarm. Customer reported that they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
The pump alarmed pump error 41 during rewind due to high current motor draw. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test due to pump error 41. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thump. Pump error 41 alarm was found in the history files on event date of 02/28/2022 11:18:46.000. Pump was cut open to perform visual inspection and found evidence of moisture on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded home switch, and corroded battery tube. Confirmed pump error 41 during analysis due to high current motor draw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.